Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose twice over a weekend. Blood glucose level was 30 mmol/l at the time f incident. Customer also reported high blood glucose of 31.7 mmol/l. Customer had vomiting due to high blood glucose. Customer treated with manual injections. Auto mode was not active at the time of reported high blood glucose. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. Device uploaded properly using carelink. Device had scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).